Manufacturer narrative:
According working order from 2026-03-17 the power plug us (701073671), ICU mains socket with filter (701073406) and the main switch 2a (701073930) were replaced. Thus the failure could be confirmed. The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow) has been manufactured on 2015. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
It was reported that the battery became depleted and failed on the rotaflow console. The event occurred during treatment. No harm to any person has been reported. Complaint ID: (B)(4).